Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced parts to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The common compute controller (ccc) was analyzed and the error was confirmed and replicated. In lighthouse, this error 319 was found indicating that this error did occur in the field. Visual inspected unit found no issue related to the event. Unit was installed on good-known in-house system, programmed and test where error 31089 followed by 307 during start up. Power cycles and programming few times and system kept trigger error 31089 follow by error 17 and 307. Performed the fiber cable replacement at the ff4 location and done system testing. After allowing the system to remain idle for an extended period, no errors were triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that they had 319 errors on startup this morning. Tse verified 319 errors in logs. Prior to calling in, caller hard power cycled once and power cycled 3 times. Caller also investigated and reseated tower to console blue fiber cable, but issues persisted. Surgeon opted to move procedure to another room and system. Tse unable to troubleshoot issues further. The procedure was converted to another dv system with no report of patient involvement nor patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement.